Event description:
Information was received indicating that this cadd extension set exhibited leaking at the filter. It was reported that the tubing was placed on the pump at night and it leaked medication on the patient overnight. No patient adverse effects were reported.

Manufacturer narrative:
Additional information: additional information received on (B)(6) 2019 indicating that there was no patient injury due to the reported event and patient information.

Manufacturer narrative:
Reported event date should be (B)(6) 2018.